Event description:
The initial reporter alleged a non-reactive result for one patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas 8000 core unit. The initial elecsys hiv duo result on (B)(6) 2023 was 0.255 coi (hivag 0.224 coi and ahiv 0.123 coi), which was non-reactive. Subsequent testing on (B)(6) 2024 yielded a result of 0.252 coi (hivag 0.218 coi and ahiv 0.125 coi), also non-reactive. A third test on (B)(6) 2024 produced a result of 0.189 coi (hivag 0.165 coi and ahiv 0.0923 coi), which was again non-reactive. Additional testing included polymerase chain reaction (pcr) for hiv, which was negative, and western blot, which was indeterminate. No further details regarding the western blot results were provided.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay was performing within specifications. The investigation was limited as patient sample material could not be examined due to restrictions on the transfer of hiv-related samples in china. A review of the reported results showed consistent non-reactive findings across three separate tests conducted on (B)(6) 2023, (B)(6) 2024. Additional testing included a negative pcr result and an indeterminate western blot result, though no further details regarding the western blot were available. Based on the available information, the non-reactive results do not indicate an hiv infection, and the possibility of a false indeterminate western blot result cannot be excluded. A definitive root cause for the reported event could not be determined due to the lack of patient sample material for further investigation.